Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose was 352 mg/dl and current blood glucose was 154 mg/dl. Customer reported that, the following symptoms related to their high blood glucose was thirsty. The automode on the insulin pump was not active and was not automatically adjusting insulin during the event. Customwer treated high blood glucose with the manual shot and injection. Based on customer report customer does not allege pump was under delivering. The customer stated that, the cannula was bent stuck to sticky part and tip of it inch really its bent. Customer declined to continue pump troubleshooting. The current blood glucose was 352 mg/dl and her infusion set was bent will replace out the infusion set. Her blood glucse was in the 300's mg/dl range and she is unsure why she was high and she changed the sensor and site and she didn't get the insulin time during the infusion set change. The trainer put the alert for 250 and lets her know when she is high and also had a 499 mg/dl and reated with manual injections. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.